Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the ring was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned through follow-up with the health-care provider that the device was explanted after an implant duration of approximately 2 months, due to mitral stenosis. According to the operative report, the patient had a mitral valve repair a few years ago. This failed and he had severe recurrent mitral regurgitation. On (B)(6) 2010, he had the valve repaired again, at which time it was noted that the patient had an extremely small anatomic mitral valve. Nevertheless, it was repaired and subsequently the patient developed mitral stenosis because of the small size of the valve and the relatively small ring. Upon inspection, it was found that the valve was quite stenotic. Therefore, the ring was removed and the valve was replaced.